Manufacturer narrative:
H6. Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -13.0/1.5/115 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Intraoperatively the lens was removed due to the lens had torn during injection/delivery into the eye. There was no patient injury. On (B)(6) 2023 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown.